Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, partially missing retainer ring, tiny piece of the battery tube threads missing, crack in the case on the battery tube side, missing display window cover, crack in the select keypad button, missing end cap. The pump was received without a battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The pump does not meet specs because of the potential for moisture damage due to the missing end cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer returned the device for analysis.